Event description:
Medtronic received a report that a balloon was used in the expansion of the pipeline. The pipeline was successfully placed. It was noted that it was difficult to perform the surgery. The patient's mrs score the day prior to the procedure was 1, and 0 at discharge on (B)(6) 2021 and their 30 day follow-up. At their 12 month follow-up appointment was 2, and at 24 months it was 0. No malfunctions or adverse events were noted at the procedure or follow-up appointments. No retreatment was performed. The patient's aneurysm was completely obliterated (okm scale d1). The patient was undergoing treatment for an unruptured, saccular aneurysm located on the greater curve side of the c2 segment of the right internal carotid artery. The height diameter was 5.7mm, the max diameter was 9.7mm, the dome diameter was 8.8mm, and the neck diameter was 4.0mm. The proximal diameter of the end of the flow diverter was 4.9mm, and the distal diameter was 3.3mm. Additional information received reported that it was judged that the surgical surgery was difficult based on the running of the blood vessels and the facing direction of the aneurysm. A balloon was used as an adjunct to expand the flow diverter, and the doctor has not judged it to be an allegation. Ancillary devices include a phenom microcatheter and navien catheter. Additional information was received. The 12 months post-procedure modified rankin scale (mrs) score has been updated from 2 - mild d isability to 0 - no symptoms at all at this time. There was no change in the concomitant medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: the additional information that was added to event summary has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The modified rankin scale (mrs) "2 - mild disability" was selected during the 12-month post-procedure follow-up, and it worsened compared to "0 - no symptoms at all" which was selected in the previous mrs (6 months after the procedure), but this was incorrectly entered; mrs "0 - no symptoms at all" was correct during the 12-month post-procedure follow-up. As such, it was determined that the mrs did not worsen during the 12-month post-procedure follow-up.